Event description:
The customer reported that during an acl procedure on (B)(6) 2012, the tip of the driver snapped upon insertion of a bioscrew. The metal tip of the bioscrew driver (approximately 27mm long) remained inside of the 35mm long screw. The screw could not be removed, as it was fully implanted in the tibia. The surgeon reported that he could not remove the screw via conical screw removal device without compromising the acl graft, which held tightly adjacent to the screw. Based on the follow-up information received on (B)(6), 2012, the patient's post-operative recovery was reported as normal. There are no plans for revision or secondary surgery at this time.

Manufacturer narrative:
Based on the latest information received from the user facility, this device is not expected for evaluation, as it was inadvertently discarded by the surgical staff. A review of the device record showed this device was purchased on (B)(4) 2009. This device was manufactured in august 2008. Of the lot containing (B)(4) units, there were no other similar complaints received for this item and lot # combination. In addition, a 2-year review of the complaint history for this device showed no other reports of serious injury received. This is a reusable device and based on the purchase date the screwdriver has been in used since (B)(4) 2009. This bioscrew driver tip is made of (B)(4). It is not meant for implantation. To reduce the risk of patient injury, the instructions for use provides the following cautions related to driver breakage: upon insertion into the bone tunnel, do not bend or use as a lever arm. Examine the driver prior to screw engagement for gouges, scratches, or dents. Ensure the tip is not bent so as not to impede the engagement of the screw. Do not use drivers to pry, as bending or breakage may occur. Device was inadvertently discarded.

Manufacturer narrative:
Correction: bioscrew universal driver modular, catalog #: c8716, lot #: 03102a. On (B)(6) 2012, conmed linvatec became aware that the item # (B)(4) (lot #0011707a), which was listed on the MDR #1017294-2012-00011 was incorrect. On the initial MDR, which was submitted on (B)(6) 2012, the customer also reported that the involved product was inadvertently discarded by the surgical staff. However, the product was actually returned to linvatec with a different item # and lot # on (B)(6) 2012, for evaluation. Our investigation revealed that the item (B)(4), lot #0011707a was reported to us in error by the customer and that the correct item # is (B)(4) (lot #03102a). Both of the devices are similar and the intended use is also the same. Evaluation: an evaluation and visual examination of the returned device found the distal tip was broken around the 30 marking. Area of the breakage was slightly jagged. This device was purchased on (B)(6) 2005. A review of the device record showed there were no other similar complaints received for this item and lot # combination. In addition, a 2-year review of the complaint history for this device showed no other reports of serious injury received. This is a reusable device and based on the purchase date the screwdriver has been in used since (B)(6) 2005. This bioscrew driver tip is made of (B)(4). It is not meant for implantation.